Event description:
A caller reported an error with their continuous glucose monitor (cgm), known as error 42. There was no adverse impact to the customer's blood glucose level. After consulting with technical support, the caller was guided through a pump reset process. Following the reset, the cgm error did not reappear, and the caller successfully initiated a new sensor session.